Event description:
It was reported that the 9800 system will not save images. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Found the hard drive corrupt. Replaced hard drive and reloaded calibration. The system was tested and found to be working as intended and placed back into service.